Event description:
Report received indicated that distal tip came apart (partially separated-fracture). The outback device was prepped and clinically used following the instructions for use (IFU). The cannula actuation was verified during prepping and no anomalies were noted. It was indicated that the catheter was in a strait configuration during preparation and usage. The intended procedure was an angioplasty to a chronic total occlusion (cto) of unk target lesion. Access was made through the right femoral artery. The sheath introducer (si) and guidewire info used in conjunction with the outback device was not available. There are no other vessel/lesion characteristics provided. The device was advanced towards the lesion without any resistance. Attempts were made to actuate the cannula at the lesion site, however, the distal tip came apart (partially separated-fracture). At this time the system was retrieved with careful maneuvering not to cause any vessel trauma. The entire system was retrieved successfully without adverse consequence to the pt. Another outback was used to end procedure successfully. Procedure was extended and lasted about 4 hrs.

Manufacturer narrative:
This product will be return for eval and testing. Additional info will be sent within 30 days upon receipt.